Event description:
It was reported that the bd alaris¿ smartsite¿ needle-free valve was blocked. The following information was provided by the initial reporter: initially could not inject the solution as the plunger would not move, required to use more force to "break the seal" of the smartsite by screwing the syringe really hard.

Manufacturer narrative:
Investigation summary: five 2000e-04 samples were received for investigation; four were received in sealed packaging from lot 21115366 and one was received without packaging, connected to a juno 10ml syringe. All five samples were initially connected to a bd plastipak 50ml syringe from stock; no occlusions or flow restrictions were observed and the piston of the smartsite opened in each instance. The received products were then connected to the returned juno syringe, and again no occlusions or flow restrictions were observed, and the piston of the smartsite opened upon connection to the syringe for all the returned samples. No flash or raised edges were observed on the male luer of the returned syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21115366 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months. In this instance, it was not possible to confirm the customer's experience; therefore there was no new product information on which to base a sa.